Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient in (B)(4) contacted lifescan to report the one touch veriopro meter was giving inaccurate readings. The patient obtained a blood glucose reading of 105 mg/dl on the reported meter and a laboratory result of 61 mg/dl within an unknown time period. No information was provided about the patient's testing technique or test strips. The patient suffered no injury due to this issue.